Manufacturer narrative:
There is no suspected device failure. The primary author of the article was contacted by the manufacturer for additional information related to the reported complication. The author provided clarification indicating the reported ventricular tachycardia (vt) was the result of sheath exchanges over a long wire and not a direct result of rf energy application. The patient had recently undergone two vt ablations for vt storms and was very unstable.

Manufacturer narrative:
There is no suspected device failure. Device not returned to manufacturer.

Event description:
During a periodic review of published literature by the manufacturer, baylis medical devices were identified among several other manufacturers' devices as having been used in procedures with reported complications. There is no evidence to suggest the baylis medical devices caused or contributed to the reported complications. However, as the baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report. Article reference: betts, t. R., gamble, j. H., khiani, r., bashir, y., & rajappan, k. (2014). Development of a technique for left ventricular endocardial pacing via puncture of the interventricular septum. Circulation: arrhythmia and electrophysiology, 7(1), 17-22. As per this article, "in 1 patient, the use of radiofrequency energy resulted in the induction of sustained monomorphic ventricular tachycardia that was treated with a 200j synchronized external shock."